Event description:
Dr. Was using cor knot when it jammed, wouldn't cut the suture and wouldn't fire. The valve was cut free from the mounting frame and secured in placed using a cor knot device for most of the sutures until at one point the device malfunctioned trapping a suture and rivet within the shaft. This suture was cut out and removed in bloc with the device. A new mattress suture was placed through the annulus and sewing ring. The rest of the sutures, including this one, were tired by hand. The right atriotomy was closed in a double layer running blalock fashion with a 4-0 prolene.